Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not work as intended. Inspection of the device identified a crack in the pump connecting tube. Two weeks later, the patient underwent surgical intervention to replace the ipp pump. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent thorough evaluation. The pump did not pass the activation testing, and the tubing from the pump was cut down to the strain relief junction. The tubing was not returned for analysis. Based on the available information, the pump issue could have affected the product functionality.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not work as intended. Inspection of the device identified a crack in the pump connecting tube. Two weeks later, the patient underwent surgical intervention to replace the ipp pump. There were no patient complications reported.